Event description:
Related manufacturer reference number: 3006705815-2022-18137. It was reported the patient experienced ineffective therapy and reported multiple falls. Lead diagnostics indicated high impedances on most contacts of the thoracic leads. Surgical intervention may occur to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received. A patient experienced ineffective therapy and reported multiple falls was reported to abbott. Lead diagnostics indicated high impedances on the leads. No intervention is scheduled at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicates that x-rays indicated the leads were fractured and surgical intervention was undertaken on (B)(6) 2024 wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.